Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had one inappropriate shock due to t-wave oversensing. The device failed in all vectors. The field representative re-ran auto set up and the device picked secondary. Technical services (ts) reviewed the event and found the r-wave amplitude is small. Ts recommended rescreening the patient and recommended programming and troubleshooting options. The physician decided to program therapy off. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had one inappropriate shock due to t-wave oversensing. The device failed in all vectors. The field representative re-ran auto set up and the device picked secondary. Technical services (ts) reviewed the event and found the r-wave amplitude is small. Ts recommended rescreening the patient and recommended programming and troubleshooting options. The physician decided to program therapy off. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had one inappropriate shock due to t-wave oversensing. The device failed in all vectors. The field representative re-ran auto set up and the device picked secondary. Technical services (ts) reviewed the event and found the r-wave amplitude is small. Ts recommended rescreening the patient and recommended programming and troubleshooting options. The physician decided to program therapy off. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.